Manufacturer narrative:
(B)(4). The reported problem was not confirmed or reproduced. The root cause was not identified. An engineer assigned problem not confirmed as a determined problem code. No further action was taken to fix the reported problem since it was not identified. Additional information: a service history review revealed no previous service events were related to the reported condition. The user interface module software version is colleague 2006(6.13.90).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of the "battery dead." This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.